Event description:
It was reported that pre-mature detachment occurred. A left atrial appendage closure procedure was being performed. A 31mm watchman flx closure device and delivery system (wds) were prepared and advanced through a watchman access system (was). The wds was partially deployed when the physician observed the device to be too proximal and decided to recapture. Upon recapture, the core wire came out an abnormal distance. Fluoroscopy was utilized to identify that the closure device had pre-maturely released but was remained partially in the sheath. The core wire was removed, and a non-boston scientific (bsc) grasping device was inserted in its place. The non-bsc grasping device successfully retrieved the closure device. A second 31mm watchman flx closure device was successfully implanted. The patient has fully recovered and been discharged.

Event description:
It was reported that pre-mature detachment occurred. A left atrial appendage closure procedure was being performed. A 31mm watchman flx closure device and delivery system (wds) were prepared and advanced through a watchman access system (was). The wds was partially deployed when the physician observed the device to be too proximal and decided to recapture. Upon recapture, the core wire came out an abnormal distance. Fluoroscopy was utilized to identify that the closure device had pre-maturely released but was remained partially in the sheath. The core wire was removed, and a non-boston scientific (bsc) grasping device was inserted in its place. The non-bsc grasping device successfully retrieved the closure device. A second 31mm watchman flx closure device was successfully implanted. The patient has fully recovered and been discharged.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman flx delivery system with a raptor grasping device inserted and blood in the device. The core wire was outside the delivery system with the closure device attached. Visual inspection identified numerous kinks in the sheath. Microscopic inspection found tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip, which is consistent with deploying and recapturing the implant. The observed damage was attributed to procedural factors as the most likely cause of the damage due to the forces that are put upon the device during insertion, advancing, and manipulation. Functional testing was performed by re-attaching the closure device to the core wire. The closure device screwed onto the core wire tip easily, and without resistance. There were no tactile difficulties threading or unthreading the closure device to its limit and the act of threading and unthreading the closure device was smooth throughout the thread mesh. Tensile force was applied to the closure device, and the threads provided secure attachment between the core wire and the closure device as evidenced through loads high enough to alter the shape of the closure device. The closure device was released from the core wire after five full rotations. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. The most likely cause of the premature detachment is excessive handling of the deployment knob or hub independent from the rest of the delivery system.